Manufacturer narrative:
The insulin pump was received with compromised force sensor system error alarm during basic occlusion test and during prime test at 2.5 lbs due to moisture damaged inside force sensor resistor. Unable to perform occlusion test or excessive no delivery test due to compromised force sensor system error alarm. Unit was received with cracked case at display window corner, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 27 mg/dl at the time of the incident. The customer had received a compromised force sensor system alarm earlier that day, and was advised to discontinue pump use, but continued to use the pump. The customer was driving to buy insulin when they had a vehicle accident. The pump is scrolling through numbers, and is stuck in the fill tubing process. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the pump is stuck in the fill tubing process. The insulin pump will be returned for analysis.